Manufacturer narrative:
(B)(4). There was no reported device malfunction and the stent remains in the patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a de novo lesion in the distal left anterior descending (lad) artery with heavy tortuosity, mild calcification and 90% stenosis, a 1.5x12 mm unspecified balloon catheter was used for pre-dilatation. A 3.0x23 mm rx xience prime stent delivery system (sds) was advanced and the stent was deployed. However, an edge dissection was observed and another xience prime stent was deployed to cover the dissection. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.